Manufacturer narrative:
Complaint confirmed. Tested returned meter and no manufacturing parameters found out of spec. Did not observe battery icon or booklet icon while strip was inserted. Uom was selectable and was received at mmol/l. The 0300, 0800, 0204 and 0015 errors were observed in the error log indicating battery droop. Meter is operational.

Event description:
Customer reports having incorrect unit of measure on her adc meter. The customer also reports seeing a battery icon and having other settings of the adc meter changed which indicates a potential memory overwrite issue. No death or serious injury was reported.